Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported her infusion set has had bent cannulas. Pt stated, she would check her blood glucose and it would be in the 300's-400's mg/dl. Pt reported, she would remove the infusion set and the cannula was bent. Pt's normal blood glucose range is 80-130 mg/dl. Pt stated, she has ongoing concerns with the bent infusion set cannulas. Pt reported, she was getting the bent cannulas only when she manually inserted the infusion sets. Pt stated when using the insertion assist plus device she did not get bent cannulas but it did cause small amounts of bleeding. Pt has discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.